Manufacturer narrative:
Other serious (important medical events) - bone fragments discovered post operatively. (B)(6). Subject device was returned for evaluation. Visual assessment confirmed the complaint failure mode of ¿broken¿. Subject device was received in two pieces. The head of the device was identified to be flared. It appears that the tip was flared due to rubbing against the guide wire. The tip edge of the device was confirmed to be rolled out. This can be caused by contact with the guide wire, via off axis use. Furthermore the device shaft was broken in the middle. The surfaces of the location of the break are identified to be burnished. In addition, grasper marks were observed to be on the exterior of the device. Bone fragment was observed to be located in the cannulation of the device. Due to the condition of the returned device, a dimensional evaluation could not be performed. The instructions for use (IFU) state: ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure.¿ a review of the device history report(s) did not identify any discrepancies. A review of the complaint history confirmed that no additional complaints were associated with the manufactured lot on file. Per results of the investigation, the root cause was determined to be ¿user error¿. At this time, no further investigation will be implemented. (B)(4).

Event description:
During an anterior cruciate ligament repair (acl) reconstruction procedure utilizing the endoscopic cannulated drill bit-4.5mm, it was reported that while using the trans-tibial technique, the tip of the device broke and got stuck in the femur. The shaft was wrenched off around the femoral socket as the drill continued to be advanced. There was a thirty (30) minute delay in the procedure. It was reported that graspers were used to remove the fragment from the femoral tunnel. It is stated that a competitors k wire was used. Backup device was on hand and the surgeon was able to complete the procedure successfully. (B)(4).